Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulator was recalibrated and different limits were set. No actions were taken to resolve stimulation in the wrong location; pain was felt due to stitches keeping stimulator in place. It is believed that the stimulator was installed too low as it's on the belt line. The healthcare professional (hcp) stated he has had it reprogrammed two years ago and had received effective therapy. The hcp advised removal of the stimulator if reprogramming cannot resolve the issue.

Event description:
The patient reported experiencing stimulation in an undesired location. The patient stopped using therapy because it wasn't really working for them. Stimulation was not where it needed to be. The patient noticed the issue after bending down to roll up a carpet about four months ago. The patient also began to experience a sharp pain at the implantable neurostimulator (ins) site that was intermittent. Lately it was happening more often. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.